Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient will undergo surgical intervention for unknown reason. Additional information is still pending.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.